Manufacturer narrative:
(B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, k, ci for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. No units of measure were provided. The sample initially resulted with an na value of 171, which repeated as 144. The sample initially resulted with a k value of 4.3, which repeated as 3.6. The sample initially resulted with a cl value of 130, which repeated as 108. The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The investigation could not identify a product problem. It was determined the customer was using non-roche manufactured standards and ise solutions on the system. This is an off label use of the device.